Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the sensor migrated from the left pulmonary artery to the right pulmonary artery. As a result, the patient underwent a right heart catheterization (rhc) to confirm the sensor validity. It is unknown at this time whether a recalibration was needed.

Event description:
Follow up revealed no recalibration was needed.